Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states they had bad infusion site due to scar tissue, and that caused their levels to spike. The customer's blood glucose level was over 600mg/dl. The customer treated with manual injections. The customer was at work. The customer declined to troubleshoot.